Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a during a pulsed field ablation (pfa) procedure a farawave 31 mm was selected for use. During the preparation when the device was opened, there was white stuff all over it like a glue. Additionally, the package was also damaged. Thus, the catheter was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.